Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was caller said that the patient is in the hospital and was in an automobile accident 9 days ago and they wanted to know if the accident could have caused damage to the stimulator in the patient's back. Caller said the patient has been having trouble urinating since they were in the hospital. Patient had to catheterize and as soon as they catheterized the patient they did over a thousand milliliters of urine. Since they took the catheter out yesterday the patient hasn't urinated. The patient was redirected to their healthcare provider to further address the issue. Caller did not have external equipment with them and was not with patient during the call.